Event description:
It was reported that the pump had a force sensor failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. The force sensor test error was found at power up, after force sensor was calibrated and the data was safe the force sensor test error was found again at power up. Error history log review found a force sensor test error. The root cause of the reported issue was found to be a combination of plunger cable and force sensor were found not operate as intended as a result of normal wear. The pump was over 9 years old. Actions were taken to mitigate the reported issue: replaced plunger cable and force sensor. Performed power up process and all functional testing which passed.